Manufacturer narrative:
The insulin had no button error alarm noted during testing. The insulin pump had no button response due to corroded keypad traces. Analysis was unable to test for battery out limit alarm due to no button response. The insulin pump had a scratched display window and a missing endcap sticker. No moisture damage noted on electronic assembly or on motor during testing.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she received a button error alarm right after the insulin pump got exposed to moisture. The customer also reported that she received a battery out limit alarm after battery change. The customer stated that the battery out limit alarm was unable to be cleared. The customer's blood glucose was 500 mg/dl at the time of incident. The customer stated that she treated the high blood glucose with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.